Event description:
During manufacturer review of a patient's vns programming history, it was noted the patient's vns was interrogated on (B)(6) 2005 and found to be at systems diagnostics default settings of 1ma/20hz/500 pulsewidth/30 sec on/60 min off. The settings were corrected on this day. There is no programming history prior to (B)(6) 2005. The patient was implanted with a new vns generator on (B)(6) 2005. It is suspected a faulted systems diagnostics test occurred at the implant procedure with an unknown vns programming system on (B)(6) 2005 and the settings were not corrected until (B)(6) 2005.

Manufacturer narrative:
Analysis of programming history.